Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the sensor stopped working (failed) in the middle of the night while the patient was asleep. It was reported that due to this issue, the pump stopped giving insulin. When the patient woke up vomiting. They checked a finger stick reading and it was 500 mg/dl and had ketones. The patient stated ehy had to double insuling. The patient did not know how long the sensor had the failure. The patient's sister took the patient to the hospital. Upon arrival, the doctor treated the patient with IV fluids and monitored the patient's blood sugar until the readings stabilized from 500 mg/dl to 110 mg/dl. The patient slept in the hospital overnight and was released the following morning at 10:00am. At the time of the report, the patient was in normal condition. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.